Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the eccentric, mildly calcified, mildly tortuous, de novo 75% stenosed, distal right coronary artery lesion the 2.5 x 15mm mini trek balloon dilatation catheter (bdc0 was used for predilatation. During the second inflation at 12 atmosphere (atm) for 20 seconds the balloon ruptured. There was no reported adverse patient effect. A different size non-abbott bdc was inflated successfully and the procedure was completed after deploying a drug eluting stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products guide wire: sion blue; guide cath: launcher 6f jr3.5. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.